Event description:
It was reported to covidien on 09/30/09, that a customer had an issue with hemodialysis catheter. The customer reports a hole developed in the extension of the catheter, requiring the catheter to be pulled and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.